Event description:
During service by baxter, the infusion pump was found to contain failure code 812:02 in the event history. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
Evaluation summary: failure code 812:02 was confirmed. Inspection of the device found that the failure was caused by a faulty pump head module. The pump head module was replaced.